Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the patients explanted devices were not returned as it was not released from hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.